Event description:
The manufacturer received information that a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. Review of the download error log showed a ventilator inoperative condition of corrupt data in the electronically erasable programmable read-only memory on the system central processing unit subassembly. The device's system printed circuit board assembly was replaced to address the issue. Final testing confirmed the unit operated properly.